Event description:
After unknown amount of intra aortic balloon therapy, a balloon leak was noted via blood in the tubing. The intra aortic balloon was removed and replaced with a competitor's. No pt injury or further complications occurred. No further details were provided.